Event description:
The patient contacted lfs on august 26, 2009 alleging that her one touch ultra 2 meter does not power on. The patient mentioned that her meter had not been powering on for the past two months and because of that she had stopped testing her blood glucose; however, continued to take her diabetes regimen on a regular basis. The patient did not exhibit any symptoms prior to the day of event in 2009. On the day of event, at an unspecified time, the patient was reportedly not feeling well. She felt faint and was trembling. She did not treat herself and continued to take her oral medication. She did not seek any medical attention. She felt the same in the next day, and decided to withhold her diabetes medication (oral medication). The patient says that she is depressed, and has been eating less for the past month. She feels that her symptoms of feeling faint and trembling has to do with her diabetes medication. She refuses to contact her physician for assistance. On the morning of the 26th of august, the patient took her diabetes medication and tried to eat more than usual. The patient only eats protein in her diet. While troubleshooting with the customer care advocate (cca), the meter powered on by pressing down on the power button. The patient was using the correct vial of test strips and when the test strip was inserted all the way into the meter, the meter powered on. While trying to access the memory in the meter, meter powered off and would not power back on again. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported since the patient has reportedly been unable to test her blood glucose for two months due to the power issue. The patient then reportedly developed symptoms suggestive of hypoglycemia and had to self-treat the following morning with more food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.